Event description:
The customer initially reported an unspecified issue with the unit. The customer later clarified that the etco2 was intermittent. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.